Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle IFU, as a known adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: 2017 device code clarifier- against resistance.

Event description:
Subsequent to the initially filed report, the following information was received: the device finally came free by tearing the suture out of the artery because the suture was still tethered to the device. This necessitated a surgical cut-down because the defect in the artery was then too large to close percutaneously. The evar procedure completed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The first prostyle device deployed in right common femoral artery without issue. Reportedly, the second prostyle device would not release the suture after the footplate was depressed, such that the device could not be withdrawn, effectively tethering the device to the vessel. A surgical cutdown was performed to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy due to the more invasive access technique, formal surgery. No additional information was provided.